Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a witnessed syncopal episode. Review of stored device memory noted several sudden brady response (sbr) events. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about programming options. Ts discussed programming options. The cause of syncope was not known. No additional adverse patient effects were reported. This product remains implanted and in service.